Event description:
A peritoneal dialysis (pd) pt reported finding a fluid leak following his treatment. The leak occurred out of the cassette compartment. The pt stated the system did not have any alarms during treatment. During follow up with the pt he reported he contacted his pd nurse and his effluent remained clear. There was no signs of infection and no prophylacic antibiotics were administered. No adverse event reported at this time.

Manufacturer narrative:
H.3. The device has not been returned for evaluation at this time. A supplemental report will be submitted upon completion of the plant's investigation.